Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 401 mg/dl at the time of the incident. It was unknown that auto mode feature was active or not at the time of event. Customer stated that the insulin pump had massages that the delivery times out on bolus wizard. Customer stated that they never getting stuck on the screen of insulin pump before. Customer stated that the numbers ramping or is the scroll bar moving up or down with no input from the user. The device will be returned for analysis.